Manufacturer narrative:
Correction: a2. Product event summary: a segment of the driveline from the ventricular assist device (vad) was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated vad met all requirements for release. Visual inspection and visual evidence provided by the site of the returned driveline segment revealed damage to the connector body and a missing connector cone ring. Visual inspection also revealed yellowing of the outer sheath. This is an additional finding not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Functional testing of the returned cable revealed that the driveline connector locking mechanism was compromised and was not able to connect securely to a test controller port. Review of the controller log files revealed multiple vad disconnect alarms, electrical fault alarms, and vad stopped alarms logged since (B)(6) 2019 through (B)(6) 2019. The vad disconnect alarms are likely due to a physical disconnection of the driveline cable from the controller. Multiple electrical fault alarms were logged due to open phases in the front and/or rear stators. The vad stopped alarms were logged due to an over current condition in the front stator and the failure of the motor stators. A controller power up event was logged on (B)(6) 2019 at 14:35:58, however further analysis revealed that the controller was not in use for more than 30 days prior to the power up event. As a result, the reported connector damage, connector unable to securely stay connected to the controller, vad stopped alarm, and electrical fault alarm events were confirmed. The reported ¿unexpected power loss¿ event could not be confirmed. Based on the investigation performed, the most likely root cause of the driveline connector damage could be attributed to the reported dropping of the controller, further leading to the vad stopped/disconnect and electrical fault alarms observed. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable connector was damaged and unable to stay securely connected to the controller after the controller fell out of the patient's bed and caused the driveline to disconnect. It was also reported that there were multiple vad stops and electrical faults and that the controller had an unexpected loss of power. A splice repair was performed and a portion of the driveline was removed. The vad and controller remain in use. No patient complications have been reported as a result of this event.